Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, upon connecting the lead to the pacemaker; the lead exhibited low impedance. The suture sleeve broke when being tied down. The physician retied the suture sleeve sutures, and the numbers returned back to normal. The patient was in stable condition post-procedure.